Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, inflammatory response, kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no device info given. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Additional information has received. The following fields has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, inflammatory response, kidney disease/toxicity. The manufacturer was made aware of this complaint through a representative of the customer. There was no device info given. In general information, 510k has updated. In box b: adverse event/product problem, outcomes attributed to ae has updated. In box g: report source, report source - other, date received by mfg has updated. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.